Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were sticking when they attempted to bolus. The customer's blood glucose level was high but not reported. The device was not returned.